Event description:
It was reported to philips that there was a start-up problem with the azurion system. The device was outside of clinical use at the time of the reported event, as per the field service engineer, the application restarted by itself. The system restarted by itself for 30 minutes. Then the system stabilized and was used. No harm was reported to philips. The field service engineer inspected the system onsite and after the deletion of the logs and the database, the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and found that the problem occurred when starting up the system. The application on the host pc would restart on its own and the system would reboot on its own for 30 minutes before the system would stabilize and could be uses. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system logs was performed. Troubleshooting determined that the cause of the issue was a malfunction in the 2.2.3 version software which caused the system to reboot when the system database was full. The issue could only be resolved by erasing patient data or reinstalling the software. The fse cleared the system log and database and installed the 2.2.7 software. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.